Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging takes too long for the ez manager screen to prompt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.